Manufacturer narrative:
(B)(4). Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in an anonymized study report summarizing the data of the a.l.p.s. Small and large fragment collected on a clinical study with the university of leeds that a patient suffered from prominent metalwork and skin irritation which led to a device removal. Attempts have been made and there is no further information at this time.

Event description:
It was reported in an anonymized study report summarizing the data of the a.l.p.s. Small and large fragment collected on a clinical study with the university of leeds that a patient suffered from prominent metalwork and skin irritation which led to a device removal approximately 7 months post implantation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00174.